Manufacturer narrative:
A united states customer contacted siemens to report that one falsely elevated carbon dioxide (co2_c) test result for one patient sample was obtained from an atellica ch 930 analyzer. The customer indicated that between 90 and 100 patient samples may have been impacted. The customer stated test results were both falsely elevated and falsely depressed. The customer provided only one example of a discordant result. The customer stated they were having a problem with the evoqua water purification system. Evoqua is not a siemens product. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse performed routine maintenance on the analyzer but did not resolve the issue. The cse followed up with the customer after the evoqua water purification system was serviced. The customer stated that quality control results were acceptable after the evoqua water purification system was serviced. Siemens evaluated the available information, including a review of the co2_c calibrations, and found the calibrations performed near the time of the event had atypical signal responses and calibration coefficients which directly relate to poor water quality. The cause of the falsely elevated carbon dioxide (co2_c) test result was the laboratory's water purification system. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
Multiple discordant concentrated carbon dioxide (co2_c) patient test results were obtained from an atellica ch 930 analyzer. The customer provided only one example of a falsely elevated carbon dioxide (co2_c) test result for one patient sample. The initial test result was reported to the physician(s). The same sample was repeated on the same analyzer. The repeat test result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.